Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2012, at approximately 4:30 pm. He reportedly tested on the subject device and obtained a reading of "90mg/dl" which he considered a normal result. He informed the (B)(4) that he manages his diabetes with humalog insulin through pump therapy and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient reported that 30-40 minutes after testing, while on the phone with a relative, he became incoherent and then did not respond. The patient stated his relative came to his home and found him unconscious on the floor. The emergency medical team (emt) was called and they arrived at approximately 5pm. The patient could not recall exact details, but was informed his blood glucose was tested on the emt meter (brand unknown) and a reading of "30mg/dl" was observed. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated his insulin pump was removed and he was treated with IV glucose. He could not recall if he regained consciousness at home or at the hospital. He reported that he was diagnosed with renal failure and was placed on a ventilator for an unknown length of time; the cause of the renal failure is not known. The patient's blood glucose was checked using a hospital meter during his stay and he reported he was in the "200 mg/dl" range. He was given a sliding scale of insulin by the doctor and was not placed back on his insulin pump until he was released from the hospital on (B)(6) 2012. The patient also claimed that whilst in the hospital, he developed aspiration pneumonia also treated with antibiotics. At the time of troubleshooting, the (B)(4) noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received a "normal" result with the subject meter, did not administer appropriate treatment and consequently developed symptoms suggestive of severe hypoglycemia, requiring hcp treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.